Manufacturer narrative:
Please note that the following were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report. Operator of device, occupation, and device manufacture date.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device was disposed by the hospital.

Event description:
The patient was undergoing a coil embolization procedure to treat an endoleak sac using ruby coils. During the procedure, the physician placed a 5f sheath in the target vessel then advanced a lantern delivery microcatheter (lantern) through the 5f sheath. During the procedure, the physician successfully deployed and detached several ruby coils in the target vessel using the lantern. While attempting to advance a new ruby coil out of its introducer sheath and into the lantern, the scrub technologist experienced resistance and subsequently, the ruby coil would not advance through the lantern; therefore, the ruby coil was pulled back intact. It was reported that resistance was encountered while pulling back the ruby coil. The procedure was successfully completed using numerous other ruby coils and the same lantern. There was no report of an adverse effect to the patient.